Event description:
The device was returned for preventative maintenance (pm). During pm, review of the device history found an error 99 (watchdog). The cpu board and power supply board were replaced. All equipment was cleaned and post repair tested per quality control checklist. The device was found to meet specifications.